Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 681 mg/dl and an insulin injection was administered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones were dangerous. Intravenous insulin and fluids were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg. Pump system with tandem technical support found the pump was working as intended and customer acknowledged the findings.